Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("pelvic infection"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B82475) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dental abscess since 2016 and proteinuria since 2014. Concomitant products included gabapentin since august 2017, meloxicam since august 2017, oxycodone since august 2017 and tramadol since august 2017. On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced mood altered ("moody"), loss of libido ("no sex drive"), self esteem decreased ("lack of self esteem"), weight increased ("weight gain"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), fatigue ("fatigue"), back pain ("back pain") and muscular weakness ("muscular weakness"). In june 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In november 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (underwent bilateral salpingectomy) and surgery (nova sure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, abdominal pain lower, mood altered, loss of libido, self esteem decreased, paraesthesia, hypoaesthesia, fatigue, back pain and muscular weakness outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving and the weight increased had resolved. The reporter considered abdominal pain lower, back pain, fatigue, genital haemorrhage, hypoaesthesia, loss of libido, menorrhagia, mood altered, muscular weakness, paraesthesia, pelvic infection, pelvic pain, self esteem decreased, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. On (B)(6) 2014, hysterosalpingography clinical indication: assess for tubal patency. Findings: the preliminary film shows essure inserts in right and left pelvis. Each proximal end of essure inserts are in satisfactory relationship to the tubouterine junction. Impression: unremarkable uterine cavity satisfactory placement of each essure insert demonstration of tubal occlusion bilaterally (B)(6) 2016, pelvic ultrasound examination indication: abnormal uterine bleeding. Right tube: appearance: the right essure implant is seen in typical cornual position. No adnexal masses seen. Left tube: appearance: the left essure implant is seen in typical cornual position. No adnexal masses seen. Impression: the endometrial echo is thickened and irregular measuring 16.4mm. No doppler flow is seen however, this may represent a polyp, hyperplasia or late secretory endometrium. Follow up scan between c-day 5-7 with possible sis if thickening persists would help evaluate this finding. Both essure devices are seen in proper position. The left ovary contains a 3.7cm complex cyst containing scattered low level echoes and light peripheral doppler flow. This could be a hemorrhagic cystic corpus luteum or possibly an endometrioma. Follow up scan in about 8 weeks would determine a more accurate diagnosis as a hemorrhagic cyst would resolve. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("pelvic infection"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B82475) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dental abscess since 2016 and proteinuria since 2014. Concomitant products included gabapentin since august 2017, meloxicam since august 2017, oxycodone since august 2017 and tramadol since august 2017. On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced mood altered ("moody"), loss of libido ("no sex drive"), self esteem decreased ("lack of self esteem"), weight increased ("weight gain"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), fatigue ("fatigue"), back pain ("back pain") and muscular weakness ("muscular weakness"). In june 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In november 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (nova sure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, abdominal pain lower, mood altered, loss of libido, self esteem decreased, paraesthesia, hypoaesthesia, fatigue, back pain and muscular weakness outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving and the weight increased had resolved. The reporter considered abdominal pain lower, back pain, fatigue, genital haemorrhage, hypoaesthesia, loss of libido, menorrhagia, mood altered, muscular weakness, paraesthesia, pelvic infection, pelvic pain, self esteem decreased, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. On (B)(6) 2014, hysterosalpingography clinical indication: assess for tubal patency. Findings: the preliminary film shows essure inserts in right and left pelvis. Each proximal end of essure inserts are in satisfactory relationship to the tubouterine junction. Impression: unremarkable uterine cavity satisfactory placement of each essure insert demonstration of tubal occlusion bilaterally (B)(6) 2016, pelvic ultrasound examination indication: abnormal uterine bleeding. Right tube: appearance: the right essure implant is seen in typical cornual position. No adnexal masses seen. Left tube: appearance: the left essure implant is seen in typical cornual position. No adnexal masses seen. Impression: the endometrial echo is thickened and irregular measuring 16.4mm. No doppler flow is seen however, this may represent a polyp, hyperplasia or late secretory endometrium. Follow up scan between c-day 5-7 with possible sis if thickening persists would help evaluate this finding. Both essure devices are seen in proper position. The left ovary contains a 3.7cm complex cyst containing scattered low level echoes and light peripheral doppler flow. This could be a hemorrhagic cystic corpus luteum or possibly an endometrioma. Follow up scan in about 8 weeks would determine a more accurate diagnosis as a hemorrhagic cyst would resolve. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:events hormonal changes describe: moody, no sex drive, abnormal bleeding (vaginal,menorrhagia), infection (other) describe: pelvic, psychological or psychiatric problems condition: lack of self esteem due to weight gain, neurological conditions or problems type: tingling,numbness, pain, fatigue, weight gain, back pain and muscular weakness were added. Lab data added, lot number added. Event outcome added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.